Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified anti-inflammation drug (further details not reported) for the event of peritonitis. The peritoneal dialysis therapy was ongoing during treatment and the patient had not yet recovered from the peritonitis. No additional information is available.